Event description:
Reporter indicated that patient's seizures have progressively worsened since generator replacement surgery to the point that they are experiencing daily seizures.the patient has sustained multiple injuries during seizures and was recently found lying in the street after a seizure. Treating neurologist indicated that the patient has experienced 15 grand mal seizures in the past two months in addition to the partial seizures that they experience several times per day. The patient reportedly continues to experience delirium, delusions and hallucinations and is doing poorly in regards to their seizure activity as well as their psychiatric condition. The patient has experienced several events of closed head trauma with scalp lacerations due to the seizures; however, recent cat scan of the head was negative. Device diagnostic testing at office visit was within normal limits, indicating proper device function. Neurologist reported that prior to generator replacement surgery, the patient was doing very well with the vns therapy and that there had been no real changes to their epilepsy treatment plan. Neurologist has recommended that the patient discontinue at least one of their medications to see if there is any improvement in seizure frequency.

Event description:
Further follow-up revealed depakote was added to the patient's medication regimine and that the device on time was decreased to 1.1 minutes.